Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue part) and main body of a minicap extended life pd transfer set. This was observed after giving the patient tissue plasminogen activator (tpa); the nurse performed a flush and was disconnecting the syringe. This was further described as ¿the dark blue part of the transfer set untwisted with the syringe and the dark blue part came apart from its base¿. The transfer set was replaced. There was no patient injury; however, the patient was given unspecified medication as a precaution. No additional information is available.

Manufacturer narrative:
D4: catalogue #: was changed from 5c4483 to 5c4482. D4: lot #: was changed from h21h31052 to asku. G4: PMA/510k # or bla #: was changed from k192705 to k152675. H10: the sample was received for evaluation with the white twist clamp was in closed position. A visual inspection with the naked eye and magnification noted the silicone tubing was torn or broken in between the occlude legs and one of the occlude feet was broke. Functional testing including leak testing, clear passage testing, and clamp function testing were performed; leak testing and clamp function testing failed due to the set leaked at the torn or broken silicone tubing and at the twist clamp in closed position. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.